Manufacturer narrative:
This info was not provided upon initial report. Additional info was requested. Returned documentation did not include this info. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn as no device was returned and no catalog or lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: this is 1 of 24 reportable veptr events received in 2009, from this healthcare facility.

Event description:
Pt presented with a prominent left pelvic hook. Pt was returned to the or for rebending of the left pelvic hook and veptr expansion.